Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient underwent implant of a cardiac resynchronization therapy defibrillator (crt-d) system on (B)(6) 2025. During routine follow-up in (B)(6) 2025, the battery longevity was observed to have decreased to 10 months and on (B)(6) 2025, the longevity was observed to be 7 months. The patient was subsequently admitted to the hospital on (B)(6) and device replacement occurred on (B)(6). The crt-d is not expected to be returned for analysis. No additional adverse patient effects were reported.